Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin at home transmission showed post paced t-wave oversensing on the ventricular channel. The clinic will consider reprogramming the device during the next follow-up. Patient was unaffected by the event and is doing fine.